Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous claforan (dose, route, frequency, and duration not provided) and intraperitoneal fortum (dose, route, frequency, and duration not provided) for peritonitis. Therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.